Event description:
Note: this report pertains to one of two devices that were tested. Manufacturer report #3005099803-2015-00895 pertains to the first resolution clip device and manufacturer report 3005099803-2015-00896 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were unpacked and tested on (B)(6), 2015. According to the complainant, during testing of the clips, both clips would not release from the catheter to deploy. There was no patient or procedure involved.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.